Manufacturer narrative:
The patient is (B)(6) in height. An event regarding infection involving an mrh insert was reported. The event was not confirmed. Device history review determined that the lot was manufactured and packed to specification. A review of the sterilization records verified the sterility of the reported product lot. Complaint history review confirmed that there have been no similar events for the lot or sterile lot. The investigation concluded that there is no evidence to suggest that the reported event is manufacturing related. It is noted that when the double barrier packaging is opened, the sterility of any device becomes a function of handling and surgical technique and is beyond stryker's control. Medical review: infection is a known possible adverse event of surgery. For previously reported similar events where sufficient information was provided to stryker, the root causes were not found to be manufacturing related. No sterile lot, manufacture date, or part number commonalities were identified. All stryker products are validated to sterility assurance level 10-6 as per applicable iso standards. When the sterile barrier of any device is opened, the sterility of that device becomes a function of handling and surgical technique and is beyond stryker's control. Infection due to medical device bacterial contamination, as supplied from the manufacturer, is an extremely rare event. Catalog numbers and lot codes of other devices listed in this report: cat # 64952105 lot # lby329 description: gmrs small femoral bushing.

Event description:
It was reported that the surgeon revised a right knee due to infection and fixation contractor.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown liner. Catalog numbers and lot codes of other devices listed in this report: cat # 64812100, lot # unk description: mrh tib rot comp xs-xl; cat # 64812140, lot # unk description: mrhk tibial sleeve; cat # 64812133, lot # unk description: mrhk bumper insert 3 degrees. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. Additional information has been requested and if received will be provided in a supplemental report.

Event description:
It was reported that the surgeon revised a right knee due to infection and fixation contractor.